Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging a display issue with their onetouch ping enhanced meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 2/5/2015 device evaluation. The lay user/patients meter has been returned on 1/13/2015 and further evaluated by lifescan product analysis on 1/26/2015 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective; however a secondary issue was also noted. The meter was found to be missing the battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 - (02/05/2015) - correction. Supplemental sent to correct alert date. Alert date should have stated 02/05/2015.